Event description:
The reporter stated the surgeon implanted a 13.2 mm micl13.2 implantable collamer lens in 2008. The lens was explanted fourteen days later, due to excessive vaulting. Subsequently, the patient experienced elevated iop, shallowing of the anterior chamber and narrowing of the angle. The lens was removed with no patient injury, no enlarged incision or sutures and was exchanged for shorter lens. The prognosis for the patient is excellent and the patient is very happy. The surgeon felt the excessive vaulting was due to a mismeasurement of the white-to-white.

Manufacturer narrative:
Evaluation: results: a lens work order search was performed and no similar complaint was found.